Manufacturer narrative:
This information is based entirely on journal literature. This event happened outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/52 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of heartware ventricular assist system support in 141 patients: a single-centre experience. European journal of cardio-thoracic surgery, 2013; 44 (1): 139-45. Doi:10.1093/ejcts/ezs263 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0. Controller / serial #: unk / model #: unk / expiration date: unk. UDI #: asku. Mfg date: unk (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults, children and adolescents. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. It was reported that patients experienced device failures, including driveline cable breaks and controller dysfunction. The status/location of the vads in unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A pump and a controller with unknown serial numbers, associated with the reported event, were not returned for evaluation. Review of manufacturing documentation could not be conducted since serial numbers of the devices are unknown. The reported event cannot be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data, the reported event of driveline cable breaks may be attributed to multiple factors, including but not limited to exposure to uv light, improper handling of driveline, normal wear over time. If information is provided in the future, a supplemental report will be issued.